Event description:
It was reported that the pt experienced loss of analgesia. The hcp was unable to aspirate fluid from the catheter. The catheter was blocked with "black precipitant" at the distal end. Due to the blockage, the pt was not receiving 100% of the medication. The pump was replaced due to battery depletion; the catheter was also revised. The pump contained fentanyl 0.75 mg/ml at a dose of 0.27501 mg/day; clonidine 1.2 mg/ml and bupivicaine 10 mg/ml. The pt recovered without sequela from the surgical intervention. This event was previously filed in error in MFR's report #: 3004209178-2008-06562.

Manufacturer narrative:
The final pump analysis revealed no anomaly found - normal pump function. A 21.6 centimeter segment of the distal catheter was also returned. Final catheter analysis revealed no anomaly found - acceptable catheter testing. Results: used for the catheter.